Manufacturer narrative:
H codes corrected to match investigation results.

Event description:
It was reported the bed scale is inaccurate. There are no reports of patient involvement or adverse consequence.

Event description:
It was reported the bed scale is inaccurate. There are no reports of patient involvement or adverse consequence.